Event description:
Facility reported to medtronic xomed in 2004, that during thyroid lumpectomy surgery, the distal extremities of the electrodes were out of the protective channels. The customer sent a vigilance report to the afssaps for a serious injury to the pt-longitudinal cut of several centimeters along the posterior wall of the trachea. The customer expressed concern for a major risk of mediastinitis, which can have an adverse impact on the life of the pt, potential risk of additional surgeries for mediastinal drainage, and potential additional risk of permanent tracheal lesions.